Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that the patient attempted to deliver a correction bolus for elevated blood glucose levels but the pump had no power. The battery cap was secure with no yellow o ring visible. The reporter denies that the pump emitted any "low battery" or "replace battery" alarms. When the battery was replaced and the battery cap was secured the display was blank and there was reportedly no verification screen. The pump reportedly continuously beeped. The reporter denied any damage to the pump or battery cap.